Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference: 1627487-2021-02050. It was reported that the patient did not have effective therapy in all their targets pain areas. Additional information received reported that high impedances were measured at the patient's lead causing the therapy to auto-reducing. As a result, surgery occurred to explant and replace the lead, which resolved the issue. It is not known which of the implanted leads was involved, so both applicable leads are being reported.